Event description:
A technician from the home healthcare company reported, "while connected to pt, the nurse said it was a power surge, the vent stopped cycling and alarmed high peep". No allegation of pt harm.